Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
After a fall in homeplace, there was found pull out of 2 screws on right side superior at th 11+ th 12. Some pain , walking function ok. Primær diagnose:(B)(6) 2014, spondylodiscitis? Osteoporosis fracture?, with biopsy. Insert viper screws with good grip at :th11 -th12 and l3 - l4. Now at the reoperation the viper screws was changed and new replaced (one size bigger) and cemented. Org implant date: (B)(6) 2014, revision: (B)(6) 2015.